Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received a failed battery test alarm, and a blank display. Customer also reports that when attempting to bolus, insulin pump did not deliver adequate amount of insulin. Customer's blood glucose was 100 mg/dl. Customer was able to resolve failed battery test alarm, but states he is having to replace batteries more frequently. Customer also reports that display screen returned. Customer was advised to monitor insulin pump and that battery cap will be replaced as a courtesy. No further information provided.